Event description:
The customer reported that the AED will not power on. The customer did not report this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED will not power on as the asi is blank. The battery pack has an expiration date of january 2029, and the pads have an expiration date of november 2025. The maintenance schedule is reported as monthly. A data card will be sent to the customer to download the log history file and return it to the manufacturer for analysis. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Should additional information become available a follow-up MDR shall be submitted.